Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date on (B)(6) 2024, during a stent removal procedure performed around 6 months later from the initial implant, the stent was attempted to be removed using a snare by pulling the stent out of the duct; however, after several attempts, the stent was unable to be removed. The physician then reinserted the duodenoscope into the duodenum and it was found that the stent broke in the middle. The snare was removed, and a rat tooth forceps was used to remove the stent by grabbing the proximal sections of stent above the middle where it was fractured. The stent was eventually able to be removed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break imdrf device code a150207 captures the reportable event of stent difficult to remove

Manufacturer narrative:
Block b5 has been updated with the additional information received on october 18, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted to treat a bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date on (B)(6), 2024, during a stent removal procedure performed around 6 months later from the initial implant, the stent was attempted to be removed using a snare by pulling the stent out of the duct; however, after several attempts, the stent was unable to be removed. The physician then reinserted the duodenoscope into the duodenum and it was found that the stent broke in the middle. The snare was removed, and a rat tooth forceps was used to remove the stent by grabbing the proximal sections of stent above the middle where it was fractured. The stent was eventually able to be removed. There were no patient complications as a result of this event. Additional information received on october 18, 2024. According to the physician, the stricture was benign with an unknown etiology. The patient's anatomy was not dilated during the stent placement. The procedure performed on (B)(6) 2024, was a planned stent removal.